Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon attempted to implant a 12.6mm vicmo12.6 implantable collamer lens - 11.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear during delivery into the eye. The surgeon implanted a new lens on (B)(6) 2016. The patient's post-op best corrected visual acuity was 20/20.